Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following correction: d10 (concomitant medical products and therapy dates) a device/therapy date was added as inadvertently omitted it the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the black screen: due to stress of repeated use, external factors or handling of the device, the charged coupled device unit was damaged (e.g. Disconnection or damage of components mounted on the electrical circuit board) causing the reported malfunction. The issue can be detected by following the instructions provided in: operation manual, chapter 3 - preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited, due to damage on the charged coupled device unit, the image was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.